Event description:
Event description guidant received information that this atrial lead was exhibiting a dramatic rise in thresholds and failure to capture was also reported despite maximum device outputs. Fluoroscopy revealed that the lead had dislodged. During the revision procedure, the lead was found to be in the subclavian vein and was subsequently explanted. Following explant of the lead, visual inspection revealed that the helix mechanism was missing. Review of the fluoroscopy confirmed the helix was lodged in the atrial wall. The patient does not require atrial therapy and therefore, the atrial port on the pacemaker was plugged.